Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s touchscreen became unresponsive during a supply change, preventing the user from navigating back or unlocking the device, which was resolved after a restart from the mobile app and placement of the ilet on the charge pad. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no hospitalization. Investigation included customer troubleshooting and education, including device restart and power management steps. Investigation of this case revealed a transient user interface responsiveness issue associated with the display/touchscreen that resolved with reboot and charging, consistent with a temporary device software or user interface state without recurrence following intervention. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient system state recoverable by restart.